Manufacturer narrative:
B5: upon follow up, it was reported that the patient's catheter was removed and the patient was switched to hemodialysis twice a week. Both antibiotic treatments were discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis.the cause of event was unknown. It was reported that the patient was not hospitalized for the event. On the same day as event onset, the patient was treated with vancomycin injection (1 gm, intraperitoneal, once daily, ongoing, duration not reported) and fortum injection (1 gm, intraperitoneal, once daily, ongoing, duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing no additional information is available.